Event description:
The following has been reported: nurse reported: during testing of the microbore adapter assembly, a tube bond failure was identified in one of the samples (sample #2). Upon investigation, it was found that the tubing had not been fully inserted into the adapter, resulting in an insufficient glue line and ultimately a failed bond. Microscope inspection of the part revealed no structural defects (e.g., sinks), and the cavity in question (cavity 5) had previously passed testing in other units. A preliminary review identified the following issue: administration set breaks (any part) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.